Event description:
Litigation alleges that patient experienced severe and permanent injuries, conscious pain and suffering.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is not pinnacle as was originally reported, but actually asr. Information was updated accordingly. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Plaintiffs preliminary disclosure (ppd) form and implant log received which identified part/lot information and the patients date of birth. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der received. It was reported that the left hip asr cup revised - painful left hip with elevated chromium levels. Doi: (B)(6) 2008. Dor: (B)(6) 2018. Left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Medical records received. After review of medical records, patient was revised to address status post metal on metal left total hip arthroplasty with metallosis. Patient alleges elevated metal ions, metallosis, and pain. Operative notes stated of scar tissue along the posterior aspect of the gluteus maximus along the vastus lateralis. Pseudotumor was noted underlying the external rotators. There was normal-appearing joint fluid, but did have some loose soft tissue around the cup within the hip capsule. There was evidence of black debris along the base of the trunnion before the head was knocked off. There was a very little bone on the backside of the cup when it was removed. The patient did have a bit of a deficient anterior wall, but had adequate bone stock superiorly and posteriorly.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.